Event description:
The consumer was walking back to his car when both of his front casters allegedly buckled. The consumer's wife was allegedly able to catch him before he fell. No injury is alleged.

Manufacturer narrative:
No serious injury reported. User was walking to his car with his rollator when the front casters allegedly buckled. Rollator was approximately 2 years old at time of incident with no previous complaints. Maintenance history is unknown. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.